Event description:
It was reported that an externalized conductor was observed via x-ray. Electrical anomalies were noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasions were found at 7.5-10.5cm. Conductors were visible with etfe coatings abraded and inner coil lumen abraded at 10cm. External abrasions were found at 12-12.7cm and 37.3- 37.5cm from distal end. The etfe coating was intact at these locations. Internal insulation abrasions were found at 14.3-15.5cm and 30.4-31.7cm, under the rv coil at 3.5-6.5cm, and under the svc shock coil at 17.7-21.5cm and 19.5-21cm from distal end. The etfe coating was intact at these locations.